Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion. The right atrial (ra) lead was noted to have high thresholds. The pericardial effusion was drained, the lead was repositioned and remains in use.